Event description:
On (B)(6) 2022, a customer in the united kingdom notified biomérieux of a pipetting issue when using emag (ref. 418591, serial number (B)(4)). The customer reported that position 1 of the disposable was aliquoted to position 3 of the output tube, and position 3 of disposable went into position 1 of the output instead of its corresponding position. The customer provided data logs that were analyzed by global customer service (gcs). The analysis indicated a potential error occurred. The customer released incorrect results from this run but the customer contacted the services to inform them that there was an error. Three out of four were reached and there is no known patient impact. There is potential user error; however, an investigation will be performed to confirm what occurred.

Manufacturer narrative:
A customer from united kingdom notified biomérieux of a pipetting issue when using emag (ref. (B)(4), serial number (B)(6)). A biomérieux internal investigation has been completed with the following results: immediate action. A preliminary logs analysis showed that issue was due to a unusual behavior for this specific run : at the beginning of the run, the emag system detected only two (2) vessels (loaded in position 2 & 3) but a third vessel was detected in position 1 during the run. As at the beginning of the run only two (2) vessels were detected, the emag system processed only these two (2) vessels, not three (3) as expected by the customer. This lead to a difference between eluate mapping created by emag & eluate mapping the customer expected and unfortunately lead to samples eluates being mixed up. Investigation. First investigation of logs provided showed that: 1- at the beginning of the run, the emag system detected only two (2) vessels (loaded in position 2 & 3) but three (3) aspirators & three (3) output strips were detected. 2- a third vessel was detected in position 1 during the run in the same time as silica collection step before washing steps. As vessel was detected during the run, the barcode of the vessel was not read by system (barcode reading is only at the beginning of the run). 3- the emag system processed only the two (2) identified vessels. The vessel loaded in position 1 was not processed by system. 4- the eluate mapping done by emag system was done according to regular rules : first eluate available in vessel was transferred in the first output strip position available. In this case, first eluate available was eluate from v#2.1 which was transferred in first output strip position available : o#1.1. Then following eluates were transferred in the same order as vessel order. No eluates were transferred in output strip 3. 5- the discordant status during the run for vessel loaded in position 1 (position considered as ¿empty¿ at beginning of run vs detected as ¿unreadable¿ at the end of run) blocked the creation of the corresponding emag run report. 6- only the shutdown/reinitialization procedure performed the 12th of july at 13:29 allowed the run report creation. The issue was reproduced on an internal emag and gave the same behavior as the customer faced on : 1- the vessel in position 1 was not well inserted before the start of the run. 2- emag detected vessels loaded in position 2 & 3. 3- on emag software the vessel in load run menu, the vessel 1 was not detected. 4- on details screen the good mapping for input and output was displaying : vessel 1 empty, vessel 2 & 3 detected. Eluates from vessel 2 assigned to output strip 1 & eluates from vessel 3 assigned to output strip 2. No eluate assigned to output strip 3. 5- the magnet bar movement done for silica capture after binding step allowed the correct insertion of vessel in position 1. Then the vessel 1 was detected by emag system during the run. 6- at the end of the run, samples corresponding to vessel 2& 3 were stuck in run ¿on going¿ status and the run report was not available. 7- the use of the clean database tool a few days later, allowed the run report generation and the removal of samples with ¿on going¿ status. Conclusion. In conclusion, the root cause of the issue the customer encountered was a vessel was not well inserted in emag system at the beginning of the run. This lead to : - a difference between eluate mapping created by emag & eluate mapping the customer expected and lead to samples eluates being mixed up. - samples got stuck in ¿on going status¿. - no run report available directly at the end of the run. Note that it is under the customer's responsibility to check the correct mapping of the eluates before processing them in downstream applications.